Event description:
The lay user/pt contacted lifescan alleging that the one touch ultra meter did not work. The customer care advocate (cca) discovered that the meter had a date/time issue due to power loss. The pt cannot be reached by telephone in order for the medical affairs specialist to obtain and verify info so a letter was sent the next day. The pt reported that she has not been testing her blood glucose because the meter was not working. About a month ago, the pt was having "low blood reactions." It is unk if the pt administered self-treatment at the time of the incident. Eventually, the pt was taken to the hosp and was given medications (unk pill). The medical professional also changed her medication/pills. The cca discovered that the meter issue was a date/time issue due to power loss. The cca walked the pt through correcting the settings and the issue has been resolved. The meter and control solution were replaced. It would be helpful to obtain the following from the pt: how long has the customer been unable to use the meter, what was she doing before experiencing the "low blood reactions," if the pt took any additional actions to address her symptoms prior to going to the hosp, if there were any additional blood glucose results performed by medical professionals, her length of stay at the hosp, and if she was given a diagnosis. It would also be helpful to know what her dr's advice is for the pt when she's feeling low blood symptoms, if she is taking any diabetes medications, and if she has any other health conditions. This complaint is being reported because the pt was not able to use her meter to monitor and manage her diabetes. Eventually, the pt sought medical attention and was treated by the medical professional.